Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not using antibiotics, not prepping the skin, using inappropriate tools, and the patient having pre-existing medical conditions have been ruled out as potential causes. However, the patient disclosed picking at the wound. The questionnaire shows the device was used after the sterility date. However, stimwave quality confirmed the device was not used after the expiration date by reviewing the sterility records on file. The clinical representative inadvertently selected the incorrect answer on the questionnaire. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient non-compliance by touching or picking at wound (user error-patient).

Event description:
The patient reported incision sites were infected and leaking fluid. The implanting clinician took cultures that confirmed an infection was present and the patient was prescribed antibiotics. The leads were removed on (B)(6) 2021. No further issues were reported.